Event description:
It was reported that during a device check an "atrial pacing failure" was observed. Lead impedances were unstable, pacing threshold was high and noise was noted. The lead was programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.